Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the bottom of the cartridge was leaking where the pneumatic tap was located. There was no impact to customer's blood glucose. A new cartridge was loaded to address the event.